Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during an initial implant a lead continuously showed high impedance. A backup lead was used and impedance was resolved. The lead was returned and received for analysis. Per the report, after the implant was completed a diagnostic test resulted in high impedance. The surgeon reinserted the pin several times, but each resulted in high impedance. An accessory kit was used to test the battery and impedance was seen ok. Adjustments were made to the electrodes on the vagus nerve and diagnostics were ran, high impedance was still seen. The surgeon then requested to use the back-up lead and once replacing the lead impedance was seen ok. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.

Event description:
Device evaluation was completed.